Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. During post operative exam the patient reported blurry vision and hyperopic outcome. The symptoms persisted approximately four weeks. The iol was explanted and replaced with the same jnj model diu225 17.0 diopter. The directions for use were followed. The patient¿s daily activities were not impacted by this event. There was no incision enlargement, vitrectomy, sutures, or delay in procedure. No medication was prescribed outside the standard of care. The patient has fully recovered. The suspect iol is not available for return as it was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a6 patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation, it was reported discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.